Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Following the reset, the customer the customer was able to reload a cartridge onto the pump. Subsequently, the pump displayed a reset screen again, the pump shut off and became unresponsive. The pump was connected to a power source however was unable to be turned on. Customer reported blood glucose level was 200 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.